Manufacturer narrative:
This supplemental report is being submitted to provide correction and to provide the results of the final investigation. Updated fields: h2, g3, h4 corrected fields: e1-blank, g4 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction identified during the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had adhesive around lg (light guide) lens is peeled. There was no patient involvement.